Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. During visual inspection the guidewire was seen to be kinked on the mid-section of the nitinol tubing 171cm from the proximal end. The guidewire was fractured along the nitinol tubing with the platinum wire stretched. Functional testing was not performed due to break. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event of the guidewire torque problem could not be replicated; however, the analysis results are consistent with the reported event. The reported event of the guidewire kinked/bent was confirmed during analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that, when removing the guidewire from its packaging, the physician did not deliberately inspect its condition. During the subsequent process of delivering the guidewire along with a microcatheter to the lesion site, the physician found that the guidewire could not be twisted. Despite multiple attempts, it remained un-twistable. The physician then withdrew the guidewire and observed a crease/kink in the middle section. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use, the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was not tortuous. The guidewire was returned for analysis, the guidewire was kinked to the nitinol tubing and there was a fracture and to the nitinol tubing and stretching to the platinum coil to the distal end of the guidewire. It was stated that an inspection was not performed on the initial condition of the guidewire, however it cannot be determined if the device damage occurred during preparation. It is probable that there were anatomical and/or procedural factors present during use, which may have caused or contributed to the reported events and to the defects noted to the returned device. An assignable cause of procedural factors will be assigned to the reported event of the guidewire torque problem and guidewire kinked/bent and to the analyzed damage of the guidewire kinked/bent, guidewire distal tip broken/fractured during use and guidewire distal tip stretched, as the issue is associated with a product that meets stryker design and manufacture specifications and was used according to the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
The subject guidewire was returned for analysis and the device was found fractured along the nitinol tubing with the platinum wire stretched. The device was replaced and the procedure was completed successfully with no clinical consequences to the patient.